Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: yellow particles observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Health professional reported left side rupture. The device has been explanted and replaced with a non-allergan device.